Manufacturer narrative:
The investigation of the returned expiratory channel printed-circuit board (pcb) has been finalized. Microscopic inspection showed that the observed white colored substance on the 2 components on the pcb was flux residue and not corrosion as reported by the distributor's field service engineer. However, electrical measurements showed that those residues did not have an impact on the functionality of the affected components. The returned pcb was tested in a reference ventilator. Performed pre-use checks tests failed several sub-tests due to leakage. During ventilation, auto-triggering caused a higher respiratory rate than set, and the peep (positive end expiratory pressure) was lower than set. The root cause for the observed failures during simulated-use testing has not been determined. The reported expiratory channel pcb was a spare part and thus, its failure would have been detected during installation.

Event description:
(B)(4).

Event description:
It was reported that the expiratory channel printed-circuit board (pcb) was corroded when taken out of the packaging. There was no patient involvement reported. (B)(4).